Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 71 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported by the mother of the deceased patient that the patient was in his room with the nurse and was completely responsive then later on, the patient was found disconnected from the ventilator and was on the floor deceased. The ventilator was not alarming during the time of this event. The patient has a primary and secondary ventilator; it is unknown as to which unit was in use at the time. This ventilator was the patient's primary ventilator.